Event description:
Tech alleged that the side rail shoulder bolt for the latch was missing and the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech replaced the side rail shoulder bolt to resolve the issue.